Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot numbers: one (1) unknown lot number. Continued from section d 11: olympus jf-240 endoscope, cook qid-1 inflation device. For the two (2) reported events, both of the devices were returned to cook. For the first device, our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, the balloon was inflated using a 60 cc syringe and an boston scientific alliance inflation handle. Water was observed coming from a hole in the catheter. Due to the hole in the catheter the balloon would not hold pressure. The hole was located near the middle of the catheter. The balloon material did not exhibit any holes or leaks. No part of the device was missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. For the second device, our laboratory evaluation of the product said to be involved confirmed leakage in the catheter and purple hub. During a visual inspection of the returned device, the balloon material was twisted. During a functional evaluation, the balloon was inflated using a 60 cc syringe and a boston scientific alliance inflation handle. The balloon inflated at each atm and no leaks were present. The balloon was inflated to 6 atms of pressure and pressure was held. The balloon joints were examined and no problems were observed. There were no kinks in the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. An additional functional test was performed on the returned device. The balloon was inflated using a 60 cc syringe and an inflation handle. The balloon was about to be inflated at each atm. The catheter of the device was put under pressure at several areas along the catheter and a tiny leak was observed at 50.8 cm from the distal end of the proximal hub. There was additional leakage observed at the purple hub. There was no leakage observed near or around the balloon joints. A review of the device history record could not be conducted because the lot number was not provided. A definitive cause for these observations could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to "apply negative pressure to the catheter" to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a leak test and a visual inspection for kinks to ensure device integrity. A review of the known device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes <noe> two (2) </noe> malfunction events. A review of the events indicated that during two (2) separate endoscopic procedures, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. In both events, the catheter of the balloon was found to be leaking after the procedure was completed. These reports were received from various sources on various dates. The two (2) events involved patients with no patient consequences.